Manufacturer narrative:
Insulin pump was received with no vibration during the self test due to broken vibrator black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer assisted in performing a self-test was insulin pump did not vibrate during the vibrate test. Customer will return device for analysis.